Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient was experiencing power switching and a controller exchange was performed. There was no reported patient injury as a result of this event. The controller was not returned to manufacturer for evaluation. Review of the log files could not confirm the reported event. The root cause of the reported event may be attributed to a communication error between controller and battery as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins. Heartware has an open internal investigation to evaluate these types of issues. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that patient was experiencing power switching. The facility performed a controller exchange, the controller was removed from service and the patient provided with a replacement device. The controller was not returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.